Event description:
The customer reported that the system continued to release x-ray w/o the user initiating the action. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The mainframe x-ray switch was evaluated and ordered for replacement. At the time of this report, the repair had not been completed.